Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient complained of feeling dizzy and lightheaded the left ventricular lead was dislodged. The lead was successfully explanted and replaced on (B)(6) 2018. The patient's weight was not provided. The patient's condition post procedure was good.